Event description:
Related manufacturer reference number: 2017865-2025-00195, 2017865-2025-00197. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead, and lack of lead slack on the right ventricular (rv) and right atrial (ra) leads. The lv lead was explanted and replaced. No intervention was performed on the rv and ra leads. The patient was stable during the procedure and was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
B1 should have "adverse event" selected, b2 should have "required intervention to prevent permanent impairment/damage" selected, b5 should state that the right ventricular (rv) and right atrial (ra) leads were repositioned, h1 should have "serious injury" selected and h6 should have additional surgery as the health impact code.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead, and lack of lead slack on the right ventricular (rv) and right atrial (ra) leads. The lv lead was explanted and replaced. The rv and ra leads were repositioned to their original implant sites. The patient was stable during the procedure and was discharged.